Manufacturer narrative:
Evaluation summary: the reported incident was confirmed. The device broke due to overload in a forced fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No discrepancies found during risk analysis review. No non-conformity was identified. No corrective actions are required at this time.

Event description:
The pharmacist and risk manager at the hospital, alleged the following event : "during a surgery, the tip of the drill fractured. The distal fragment of the drill is left in place."

Event description:
The pharmacist and risk manager at the hospital, alleged the following event : "during a surgery, the tip of the drill fractured. The distal fragment of the drill is left in place."

Manufacturer narrative:
Investigation result will be provided with a supplemental report.